Manufacturer narrative:
The customer reported that the device was slow to charge in testing. There was no pt involvement. The device was evaluated locally by philips and replacement of the battery resolved the reported symptom. The device passed all testing and remains at the customer site.

Event description:
The customer reported that the device was slow to charge in testing.